Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection. A review of the receiver data log found no errors related to the incident. However, the device failed the manual sound drop test and global receiver functional testing. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly.